Manufacturer narrative:
Additional manufacturer narrative: device has been returned for evaluation but the evaluation is not complete at this time. When the evaluation is complete, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received regarding needlestick injury that occurred at the user facility. At the conclusion of an infusion the nurse attempted to activate the safety feature of the device. The nurse caught her glove in the hinge of the device, while attempting to extricate her glove the device broke, the needle rebounded and she was stuck in the finger. There was no report of incident related medical sequelae and no treatment was reported. The device was discarded and is not available for evaluation.